Manufacturer narrative:
During retrieval of a palmaz blue 6x17 biliary stent which failed to cross a left renal artery lesion, the distal stent strut flared after catching on the guiding sheath and dislodged into the patient requiring surgical removal. The undeployed stent remained in the patient's on the wire. Surgical cut down and removal of the stent by vascular surgery in the operating room then incurred, as well as "oversew" of arteriotomy. The patient remained stable throughout procedure. No product was left in the patient's body. Access was via the right femoral artery through the aorta. The target lesion was the left renal artery with 95% stenosis. There was no calcification, angulation or vessel tortuosity. The stent was not manipulated during prep. "It was a clean prep". The stent was properly mounted on the system when inspected prior to use and the sds was prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. The inflation device was not connected and the stent was left in the neutral position when the system was being advanced and or withdrawn. Contrast was injected for confirm position of the catheter, and the distal renal artery. The catheter was removed over the wire and then a 6x18mm balloon mounted stent was advanced to the ostium of the left renal artery. Attempting to cross the lesion with a stent failed. In an attempt to remove the stent via the sheath, the distal aspect of the stent got caught on the lip of the sheath, and caused the stent to partially flare. Since the stent could not be positioned across the lesion in the left renal artery, nor could it be retracted through the sheath, the safest decision was to remove the sheath and stent via the right groin arteriotomy site. Fal: one non sterile blue/slalom 6x18/80 bil pckgd catheter was received coiled inside a plastic bag. The unit was inserted to a cordis guiding catheter. The stent was received in a separated bag. The stent had the struts up-lifted. No other damages were noted in the device. The unit was retrieved from the guiding catheter and no resistance /friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent strut uplift and stent dislodged in patient" failures were confirmed by analysis. Based on the information available for review, there are vessel characteristics (95% stenosis), and procedural factors (distal stent strut flared after catching on the guiding sheath) that may have contributed to the event reported. The reported withdrawal difficulty was not confirmed. Neither the DHR review, product analysis suggests, nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
During retrieval of a palmaz blue 6x17 biliary stent which failed to cross a left renal artery lesion, the distal stent strut flared after catching on the guiding sheath and dislodged into the patient requiring surgical removal. The stent and sds could not be retracted back into guiding sheath and upon removal from the body the stent stripped off the sds when the sds and guiding sheath were removed. The under deployed stripped stent remained in the patient's body between the right femoral artery arteriotomy and skin puncture over a boston scientific v18 wire. Surgical cut down and removal of the stent by vascular surgery in the operating room then incurred. 'Oversew' of arteriotomy as well. The patient remained stable throughout procedure. The sds, guiding sheath and stripped stent are being sent in for analysis. No product was left in patient body. Access was via the right femoral artery through the aorta. The target lesion was the left renal artery with 95% stenosis. There was no calcification, angulation or vessel tortousity. The stent was not manipulated during prep. 'It was a clean prep.' The stent was properly mounted on the system when inspected prior to use and the sds was prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. There was no negative pressure applied to the sds. The inflation device was not connected and the stent was left in the neutral position when the system was being advanced and or withdrawn. Contrast was injected for confirm position of the catheter, and the distal renal artery. The catheter was removed over the wire and then a 6x18mm balloon mounted stent was advanced to the ostium of the left renal artery. Attempting to cross the lesion with a stent failed. In an attempt to remove the stent via the sheath, the distal aspect of the stent got caught on the lip of the sheath, and caused the stent to partially flare.

Manufacturer narrative:
Since the stent could not be positioned across the lesion in the left renal artery, nor could it be retracted through the sheath, the safest decision was to remove the sheath and stent via the right groin arteriotomy site. This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.